Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery dropped from 70% to 4% while connected to a power source. Subsequently, the pump shut off due to insufficient power. The customer¿s blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.